Event description:
Carefusion airlife filter (B)(4) is used to filter medical gas on our ventilator and other respiratory equipment. Had in use on all ventilators when we noticed pieces of the filter flaking off inside the ventilator circuit. We removed all filters from use and replaced all circuits with clean, notified the vendor.